Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. ; (B)(4).

Event description:
The customer reported interrupted electrical power supply. There was no reported patient involvement.